Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer would change pump supplies to address the issue. Customers blood glucose was "high" on the pump. Customer declined to provide any additional information.